Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 7 patient samples tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 30859906 with an expiration date of 31-may-2019. Calibration and qc were acceptable. The customer did not use rack adapters with 13 mm sample tubes. Rack adapters must be used with 13 mm sample tubes. Abnormal aspiration alarms were observed on the alarm trace from (B)(6) 2019. Instrument performance testing was acceptable. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.